Event description:
After the case, it was discovered that the slush drape had a tear in the warmer side. The surgical tech was removing the used drape and fluid was found to be leaking. (B)(4)was informed. Tear was in the sterile drape slush 52x66 lot#1053464. The patient will be followed by infection prevention for 90 days for infection. Manufacturer is medical action industries (B)(4). Slush drape identified as (B)(4), lot #1053464.